Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not spin. It was further observed that the gears were corroded. The device could not be fully disassembled due to the corrosion. It was determined that these issues were consistent with immersion during cleaning which is failure to follow the directions for use. The reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during a cranial surgical procedure, it was observed that the attachment device would not spin and the motor device did not work when used together. There was a fifteen minute delay to the surgical procedure. Identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.